Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial#(B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the device, model # m995402a001, s/n(B)(6), revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt was charging their implant and had gone from 40-70% fairly quickly, but then was hanging on 70% for probably 15+ minutes. Caller stated eventually the screen went off like it normally does, but when they tried to turn the controller back on to check the status, it would not respond. Caller stated they tried pressing all the buttons but the screen did not come on. Caller stated they disconnected the recharger but that did not resolve the issue. Caller eventually plugged the controller into the ac power supply but still nothing powered on. Caller stated before the controller went unresponsive, it was at 70% battery. Caller stated not too long after their stimulation turned off so they called a manufacturer representative (rep) and left a voicemail. Caller stated they didn't hear back and tried calling again this morning with no success, so they called patient services. Patient services specialist (pss) walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller saw memory problem screen; pss walked caller through setting the date and time. Caller then saw "stimulation is off, in MRI mode." Caller stated they did not put the device into MRI mode. Pss walked caller through exiting MRI mode and turning stimulation on. Caller noted the controller showed the implant was still at 70%. Caller inserted the battery pack but the controller continued to show the plug symbol. Caller stated the green light was not on on the controller. Pss had caller reset the battery to ensure proper positioning; the controller did not respond to the battery. The issue was not resolved.